Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the observed foreign matter in the channel could not be identified and a definitive root cause of the issue could not be determined, as there was no device deformation observed that could contribute to the retention of foreign material and it is unknown if the facility device reprocessing was implemented in accordance with the IFU, however, the issue was likely the result of user handling/insufficient reprocessing. The event can be detected by following the instructions for use section below: inspection of the endoscopic system olympus will continue to monitor field performance for this device.

Event description:
The user facility returned an asset evis exera ii colonovideoscope to the service center for preventative maintenance. During a standard inspection and estimation of the returned device, foreign material was inside of the channel which is identified as a reportable event per the risk summary application (rsa). The new aware date for this reportable malfunction is (B)(6) 2023. The customer did not report any problems associated with the device and there was no patient user injury or harm reported to olympus. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
The device was returned for evaluation. The evaluation uncovered foreign material inside of the channel due to insufficient cleaning or handling of the scope. It was also uncovered that the glue on the bending section cover was lifted/ peeling on both sides. It was observed that there was a small pinhole on the glue of the objective lens. It was also observed that the light guide lens had an internal crack. It was observed that the insertion tube had minor snakiness and surface scratches. It was also observed that the angulation wires were stretched. It was observed that the control knob play did not meet the standard value. Additionally, it was observed that the control knob up-down movement had clicking. It was also observed that the production labels were peeling. Lastly, minor scratches were observed on the following unit components due to physical stress caused by a handling problem: distal end plastic cover, all switches, control body and on the light guide tube. The faulty parts were replaced. The device was inspected and passed olympus functional standards. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.